Event description:
It was reported that the pacing lead impedance and the hv lead impedance had increased. The r-waves had decreased, and the capture thresholds had increased. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.